Event description:
On (B)(6) 2025 the patient's relative called inogen to report that the o2 level on patient's g5 device was low. Relative stated the patient was admitted to the hospital due to this and was being discharged on that day. Inogen, attempted to follow up with the patient on three separate occasions to confirm and gather more information about the incident, but the patient was unreachable. These report is being submitted due to the nature of the patient's relative claiming patient had been admitted to the hospital. Intervention is unknown.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.